Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown whether the patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2010, initial patient implant of a 28-28-75l proximal extension. It was reported that the device was deployed in anglulation causing the proximal portion to slightly compress; this resulted in a type I endoleak. On (B)(6) 2010, the patient was brought back to the hospital for implant of a 28-28-55l and a 28-28-75l proximal extensions. There was seal after implant of the two extensions; however the physician elected to prophylactically place an aortic stent.